Event description:
Customer reported ongoing issues with the cfn extension failed to stay tightly connected on the jelco IV catheter. Report received that leakage has occurred in some instances. There was no report of patient harm or medical intervention. No further patient/event information was provided.

Manufacturer narrative:
(B)(4). No product will be returned per customer. The customer complaint could not be confirmed because the product was discarded and not returned for failure investigation. The root cause of this failure was not identified.